Event description:
A caller reported experiencing a cartridge alarm but confirmed that it did not result in any adverse impact to their blood glucose level. The issue was not related to the loading process, and there was no previous history of similar alarms with their pump. Technical support decided to replace the pump, confirming that the caller's device was still under warranty. Instructions were provided to the caller to ensure a smooth transition to the replacement pump, including programming the settings and connecting the continuous glucose monitor. The caller was guided on how to return the faulty pump within ten days to avoid billing and acknowledged all instructions.